Manufacturer narrative:
(B)(4): a review of the device history records is not possible without additional device information.

Event description:
It was reported that the patient underwent spinal surgery. The tip of the lock sleeve driver broke off in the multi-axial screw upon insertion. The driver seemed to be fully engaged. The health care professional (hcp) had difficulty with soft tissue during the surgery.